Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms while connected to the mobile power unit (mpu) was not confirmed as no log files were submitted for review and the alarm was not reproduced during testing of the returned mpu. The returned mpu (serial number: (B)(6) was evaluated by service depot. Evaluation of the returned unit revealed that it operated as intended during testing. The unit was connected to a test system controller and a mock circulatory loop and was successfully run for several days without any issues or atypical alarms produced. A full functional checkout was performed and the unit passed all steps of the test without any issues. The unit was not returned to the customer as the customer had notified service depot that they did not want the unit to be returned. Visual inspection of the returned mpu (serial number: (B)(6) revealed that the patient cable was discolored. No other physical anomalies were observed. Additional information provided communicated that there were no log files available to review. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 08oct2019. Heartmate 3 instructions for use, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including power cable disconnect alarms, and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect and no external power alarms while connected to the mobile power unit (mpu) was not confirmed as no log files were submitted for review and the alarm was not reproduced during testing of the returned mpu. The returned mpu (serial number: (B)(6)) was evaluated by service depot. Evaluation of the returned unit revealed that it operated as intended during testing. The unit was connected to a test system controller and a mock circulatory loop and was successfully run for several days without any issues or atypical alarms produced. A full functional checkout was performed and the unit passed all steps of the test without any issues. The unit was not returned to the customer as the customer had notified service depot that they did not want the unit to be returned. It is unclear if the patient was disconnecting the power cables or outlet cable. Additional information provided communicated that there were no log files available to review. There were no additional pictures or documents submitted provided. The root cause of the reported event could not be conclusively determined through this analysis. Visual inspection of the returned mpu (serial number: (B)(6)) revealed that the patient cable was discolored. No other physical anomalies were observed. The device history records were reviewed and the records revealed that the mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use (IFU) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including power cable disconnect and no external power alarms, and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the power loss was reported due to the patient's operation error. The alarm without external power supply was recorded multiple times in the log file. Power cable disconnect alarms were found through the log files and were active for 30 minutes. The power cable disconnect alarm was only active at night. The mobile power unit was exchanged to a new one.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that during a regular clinic visit a log file review found 30 power cable disconnect alarms. The patient was travelling to the bathroom at the time of the event and would typically do so around 5 times a night. It was thought that the mobile power unit's (mpu) patient cable might be damaged and the mpu was subsequently exchanged.